Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer stated she woke up to use the bathroom, tried to turn on the light on the insulin pump, but it didn¿t work and she noticed the display was blank. Blood glucose level before going to bed was 120 mg/dl and 300 mg/dl at the time of the incident. The customer was assisted with troubleshooting and the display did not return. The customer stated the device was not exposed to moisture, but it was dropped from her bra into the sink counter. No damage or corrosion was noted. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump was returned for analysis.

Manufacturer narrative:
Unit received with blank display due to moisture damage on the electronic stack. No moisture damage on the motor noted. No moisture damage on the motor noted. Unable to perform self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, operating currents, prime test, off no power test and excessive no delivery test due to blank display. Unable to confirm battery out limit alarm due to blank display. Unit received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked belt clip slot, cracked battery tube threads.